Event description:
It was reported, the pt was no longer able to communicate with his ipg using either his programmer or charging sys. A sjm rep confirmed the issue. The pt had not charged his scs sys for approx 3 months. It was also reported, the pt had a recent fall. The pt to f/u with his physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.